Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation pins in the electrode belt's trunk cable connector were bent. The root cause of the bent pins was unable to be positively identified, but was likely excessive force applied when the belt was mated with the monitor. No adverse event occurred due to the bent pins in the electrode belt trunk cable connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient contacted zoll customer support to report a service code 204 - belt/monitor unusable. The patient was provided with a replacement electrode belt.